Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence. Additionally, it was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. A new cartridge was loaded to resolve the issues. Customer's blood glucose level was 87 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.